Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 08/01/2014; belt: 12/07/2015.

Event description:
A us distributor reported that the patient passed away at 1:00am on (B)(6) 2018 in the hospital. The patient's death was reportedly cardiac related but the patient was not wearing the lifevest. Further details surrounding the patient's death were no reported. Prior to passing, the patient received four full energy defibrillations by the lifevest. Per clinical review of the available ECG data, the device first detected an arrhythmia at 22:39:40 on (B)(6) 2018 while the patient was in ventricular tachycardia (vt) at 240 bpm. Gel was released shortly after at 22:40:03. Between 22:40:17 and 23:43:06 on (B)(6) 2018, the patient received the first three treatment shocks while in vt between 220 and 270 bpm with and without motion artifact. The corresponding post-shock rhythms were sinus bradycardia at 50 bpm with recurrent vt, sinus rhythm at 80 bpm with v-bigeminy, and sinus rhythm at 90 bpm with v-bigeminy and nsvt. At 00:04:26 on (B)(6) 2017, the lifevest inappropriately delivered a fourth treatment shock while the patient's arrhythmia auto-terminated 2.5 seconds pre-shock from vt at 90 bpm to a sinus based rhythm with pvcs. The post-shock rhythm was sinus rhythm at 80 bpm with v-bigeminy. The arrhythmia auto-termination contributed to the false detection. The response buttons were pressed intermittently but not appropriately to stop a treatment. The response buttons functioned appropriately. The patient was in sinus tachycardia at 120 bpm with pvcs and motion artifact from approximately 00:04:26 until the electrode belt disconnection at 01:31:53 on (B)(6) 2018. The patient passed away on the same day.